Event description:
The customer reported the display on their mp70 intellivue patient monitor is black and there is no sound. It is unclear if there was an audio / alarm event associated with this malfunction. No patient involvement.